Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer rolled out the paper and stopped working. A technical support specialist reinstalled the zebra label printer drivers to resolve the issue. The case was closed due to no reply from the user for more details on the issue. The system functioned as intended after the technical support specialist verified the issue

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es printer rolled out the paper and stopped working. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.